Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone15.4 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had went to the emergency room with hypoglycemia. The patient's blood glucose levels declined to 70 mg/dl. The patient was not wearing the pod and inadvertently administered an insulin overdose after using the pod-filling syringe for injection instead of a standard insulin syringe. The patient administered 150 units of insulin instead of the intended 15 units. The patient was treated with intravenous dextrose. The patient was discharged on the same day.